Manufacturer narrative:
(B)(4). (Device c): method: results (non-conforming instrument) conclusions: device (a) was returned in good visual condition and fully functional. When tested for functionality, the device fired and formed the remaining 13 staples as intended. The device fired without any difficulties and the staples were note to have the proper box shape. Device (b) was returned in good visual condition and fully functional. When tested for functionality, the device fired and formed the remaining 15 staples as intended. The device fired without any difficulties and the staples were note to have the proper box shape. Device (c) was returned in good visual condition. When tested for functionality, the device would not feed the staples. The device was disassembled to verify the integrity of the internal components and the feeder spring was found to be misassembled, not allowing the firing mechanism to work as intended. No batch record review could be performed as no lot number was provided. However, batch records are reviewed and the final quality release criteria are met before batches are released for distribution.

Event description:
It was reported that during a laparoscopic roux en y procedure, all three devices had malformed staples and one side of the legs flared outward rather than inward. A fourth device was used to complete the procedure. No adverse consequences reported.